Event description:
It was reported that prior to a surgical procedure at the user facility the system 5 dual trigger rotary handpiece would not work, which caused a two hour delay to the procedure. The patient had not yet entered the operating room at the time of the reported event. Back-up equipment was used to complete the procedure. There were no other adverse consequences.

Event description:
It was reported that prior to a surgical procedure at the user facility the system 5 dual trigger rotary handpiece would not work, which caused a two hour delay to the procedure. The patient had not yet entered the operating room at the time of the reported event. Back-up equipment was used to complete the procedure. There were no other adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, the reported event of not turning on was duplicated. It was confirmed that the device would not operate due to a failed controller. A failure of the controller can lead to intermittent or complete power loss as reported.